Event description:
A new vamp was primed and set up per protocol with any problems. It was then hooked up to a new arterial line setup. On the first draw of an abg, it was noticed a white, roughly 0.5cm fragment, almost tissue like, floating in the blood in the chamber. The line was flushed out onto a sterile towel to try to find the fragment but nothing could be seen in the towel.

Manufacturer narrative:
Chemistry results showed the unknown particulate had similar absorption characteristics when comparing to polydimethylsiloxane-like material (silicone). To date, this type of particulate or contamination has not been identified in the manufacturing process of the vamp product line. Manufacturing process controls for particulate include 100% housing and seal cleaning process using air pressure before the assembly and 100% visual inspection using a tappi chart. An attempt to recreate the complaint issue was performed at the manufacturing facility by applying excess silicone to the blue seal and then curing the units. Samples were inspected using an optical comparator and digital microscope; no contamination or particulate was observed on the units. After this, the units were cured twice through the oven but the complaint issue was not identified. In addition, the silicone remained clear and transparent, rather than white and 'tissue-like', as reported by the account. It was not possible to re-create the complaint condition during the evaluation, nor was it possible to prove the particulate was tissue-based. After review of all the information, the root cause of the complaint could not be determined. No further action will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.

Manufacturer narrative:
The returned device was evaluated and a visual analysis was performed. We received one vamp jr. System with attached 10cc bd syringe for examination. The system was blocked off from both ends to isolate the fluid inside during decontamination. Clear fluid was visible inside both the vamp reservoir and the attached syringe. Blood was visible inside of the tubing of the vamp system. As received into the lab, there were approximately 2cc of clear fluid inside the vamp reservoir and 5cc of clear fluid inside of the syringe. Multiple white fragments were found floating inside of the reservoir. The fragments were variable in size and irregular in shape. One small particulate was removed and sent to chemistry for testing. Visual examination was performed under microscope at 20x magnification. A supplemental report will be forthcoming with chemistry and device history record once received.